Manufacturer narrative:
Additional information b5 section.

Event description:
Additional information was received stating that there was patient involvement, but no patient harm associated with this event.

Event description:
A complaint was received with regards to a yellow smallbore ext set with microclave clear, 1.2 micron filter, clamp, luer lock in which is was reported that there was leakage during patient use on an unknown date. It was reported that registered nurse started assessment and changing out linen. While holding the patient, it was noticed that lipids running through the PICC line were leaking from the filter port. All connections below were checked including trifuse and claves were found to all be secure and tight. When putting gloved hand underneath lipid filter, drops of lipids were noted. There was patient involvement and there was patient harm.

Manufacturer narrative:
E1 additional contact: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
One (1) used. List #mc330217, 72" (183 cm) appx 1.7 ml, pur yellow smallbore ext set w/microclave¿ was returned for evaluation. As received the filter vent looks to be a wetted out, beside that no physical damage were noted or additional anomalies were observed. The set was primed as per procedure and no leaks were confirmed. Even complaint of leak was not able to be replicated, based on the wetted out condition observed on the filter vent as returned, complaint can be confirmed. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.